Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medtronic representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that a lightning strike outside patient home and since that time they felt that anytime they used the microwave it affected their stimulation and a revision occurred on (B)(6) 2017. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up received from the manufacturer¿s representative reported that the patient¿s device was explanted and no replacement of the device had occurred. This was primarily due to the patient¿s mental state and their desire to become part of medical research study with botox. It was noted that the device was not retained and was not sent back to the manufacturer for analysis. There were no further complications reported or anticipated.